Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive, as the letter screen could not be accessed to input the transmitter ID. There was no impact to customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.